Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that while navigating when removing instruments from the field the image would disappear. Technical services (ts) tried to clarify if the instruments were being tracked while removing them from the field: when the navigation instrument was removed from the field of view the image on the screen would go away as well. Example, the instruments weren't pointing to anatomy, therefore the anatomy was not showing on screen. The representative did not believe this was the case.